Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unused pacemaker exhibited low battery voltage during a device check in a distributor's office. It was suspected that the device was experiencing premature battery depletion. No patient was involved.